Event description:
It was reported that the customer was delirious and high blood glucose. The caller stated that his wife was throwing up and they are in their way to the emergency room. Advised the husband to call back after the customer gets the treatment to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.